Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. The reason for call was that the patient reported that they were seeing a message that the device has lost all data probably a week or so ago. The patient also commented that about 2-3 weeks ago, they felt the stimulation a lot stronger than they had been and had to connect to the implant and turn it down a couple of times. The patient reported no falls or trauma, but did have blood work done at the hospital and had an EKG a month ago and a surgery 3 days ago, but nothing correlated directly with the timeframe of the "lost all data" message. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.